Manufacturer narrative:
Concomitant medical products: product ID 3776-75, serial#(B)(4), implanted: (B)(6) 2009, product type lead; product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2009, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the battery was replaced on 2018-11-13. The rep reported that the reason for the impedances wasn¿t determined. The leads were not touched. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-75, serial #: (B)(4), implanted: (B)(6) 2009, product: type lead. Product ID: 3776-75, serial #: (B)(4), implanted: (B)(6) 2009, product: type lead. Other relevant device(s) are: product ID: 3776-75, serial/lot #: (B)(4), ubd: 23-may-2011, UDI#: (B)(4). Product ID: 3776-75, serial/lot #: (B)(4), ubd: 23-may-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient came to clinic stating his ins was no longer working. It is past 9 year life - unable to reach battery at all. Patient did not bring recharger and stated that he has not been able to recharge for over 1 year. States scs had been working prior to stopping working despite a ¿broken wire¿ - per patient. The cause was unknown and patient stated somewhere around 2006, one wire stopped working. Fluoroscopy was done in office - leads very odd. Patient states he gets ok coverage and would be happy with new battery. Unable to read battery with 8840 - no recharger present, and past the 9 year life of battery. No interventions were planned. The hcp will plan on taking patient to operating room and checking impedances. If one lead has good impedances, he will replace battery. He will not touch the lead that appears to have loose electrodes. Nothing had happened at the time of the report. Patient was being prior authorized by office for scs replacement. Hcp had no further information. Patient 's weight was asked but unknown. No further complications were reported/anticipated.